Event description:
It was reported that the collimator on the 9800 system was stuck in the closed position. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The wiring was repaired during the svc call. The system was tested and found to be working as intended, and put back into svc.